Event description:
The patient was implanted with biventricular support. It was reported by the surgeon that there was thrombus present in the patient's rvad. A decision was made to exchange the device with another rvad.

Manufacturer narrative:
The device was successfully exchanged and the patient currently remains on biventricular support. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.